Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the therapy wasn¿t working great and the patient wasn¿t getting relief, but it seemed to get better. The patient was frequently going to urinate and their bladder was not emptying. The patient adjusted stimulation from 1.6v to 1.9v; at the time of the report, stimulation was on and the patient was on p1 at 1.9v. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were seeing a technician the day after the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s target urinary symptoms returned. The patient was asked to sync with the ins and it was confirmed that stimulation was on and patient was using program 1 at 1.3v. Patient was asked to sync with patient programmer (pp) and it showed that stimulation was on. Increasing the amplitude and changing of programs was considered. Amplitude was increased on current program 1 from 1.3v to 1.6v and patient was now feeling stimulation in the target area. Patient was asked to follow up with their health care professional if they are not able to find a program/setting to relive their target symptoms. Additional information from the consumer regarding the patient on (B)(6) reported they had notified their managing healthcare professional (hcp). The patient stated they had the permanent implant on (B)(6) and from that date and the for next 6 weeks they made repeated phone call and visits for adjustment to the device and advice. The patient stated there was sporadic and minimal reduction of their over active bladder symptoms. The patient noted they had frequent urge, but when they urinated they seldom had complete relief. The patient no ted they don¿t leak and never did before surgery. The patient noted the feeling constantly having to void was painful and interpreted their sleep. The patient added they got some relief if they laid in bed on their side, but when they got up, the ¿pressure¿ was th ere again and they had to get to the bathroom as soon as possible. The patient noted they came to florida at the end of october and had an appointment with the hcp during which the device was adjusted, the hcp and sent the patient for an x-ray of their pelvis, which was on (B)(6). The patient noted their next appointment with the hcp was on (B)(6). The patient noted they really wanted to fix the device so that it would work. The patient noted they had less of a life now than they before the implant. There were no further complications that have been reported as a result of this event. There were no further complications that have been reported as a result of this event.